Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not deploy properly to the tip of the inserter cartridge. Account indicated that the iol jammed during preparation as it got all the way to the tip and got tangled up. There was no patient contact with the product. The procedure was completed using another lens of same model and diopter. No other information was provided.

Manufacturer narrative:
Additional information received revealed following information: the eye affected was right eye. Correction: the contact details of the surgeon were provided. (B)(6). The following section has been updated accordingly: section e1: email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.